Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visually inspected and biomaterial observed in the purge gap. The cause of the high purge pressure issue was due to biomaterial blockage in purge gap per field investigation and log review.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. The instructions for use states the following for high purge pressure: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported an impella cp on a 61-year-old male patient needing mechanical circulatory support. It was reported that the patient was taken to the cath lab, and the physician tried to reposition, but the impella pulled out into the aorta. The physician was unsuccessful at re-crossing the valve. Shortly after there was a purge system blocked alarm. After pulling the catheter into the descending aorta, the alarm resolved, but physician was unsure of integrity of the purge system for further use. The pump was exchanged for patient safety. There was no patient harm.